Manufacturer narrative:
Additional information was requested regarding patient and device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. This report is submitted (B)(6) 2018.

Event description:
As per the clinic, the device was explanted on (B)(6) 2018 due to an infection at the implant site. Topical and oral antiobiotics were administered (date not reported) and the infection has reportedly since resolved. There are no plans to re-implant the patient.